Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 406 mg/dl and a bolus was delivered to address the bg level. The customer did not know the cause of the high bg. As the contact was not with the customer at the time of the call, a pump system check was unable to be performed.